Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited low impedance and low sensing. The patient was have a generator changeout it was then that the physician decided to explant and replace the ventricular lead. The patient did not experience any adverse consequence and was fine prior during and after the procedure. The patient was stable and recovered.